Event description:
Olympus was informed that during a therapeutic bilateral arthrolectomy procedure, there was a complete loss of image. The procedure was completed with a different but similar device. There was no pt harm reported.

Manufacturer narrative:
Olympus followed-up with the user facility to gather additional info regarding this report. The user facility reported that the subject device was functioning properly during the first half of the procedure, however, when the subject device reached the vasculature and the surgeon was cauterizing vessels, the image became intermittent, and was subsequently lost. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The image was observed to flicker intermittently when the outer tube was tapped. A severe dent was noted on the outer tube which appears to have caused or contributed to the reported event. The cause of the dent was attributed to mishandling. The device has now been refurnished. This report is being submitted as a medical device report in an abundance of caution.